Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the epicardial right ventricular (rv) and right atrial (ra) leads were exhibiting high thresholds the week after the patient had an abdominal procedure. The leads remain in use. No patient complications have been reported as a result of this event.